Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found to be operating in safety mode. The patient had reported muscle stimulation. Subsequently, this device was explanted and successfully replaced. No additional adverse patient effects were reported. This device was disposed and will not be returned for analysis.